Event description:
Reporter stated the device gave a blood glucose result of 459mg/dl was received. The pt was given 15 units of regular insulin based on a sliding scale. A lab test was performed at the same time and the result was 225mg/dl. The pt was given orange juice after the lab result was obtained. Controls were run on the device and were reported to be in range. A request was made for the return of the suspect device and replacement product was sent.